Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the health care provider did not have a clinician programmer readily available to check the system. The patient reported that the stimulation system was no longer providing benefit for him starting 6-8 months prior to the report in 2016. The health care provider was not sure if the patient had been recharging the implantable neurostimulator or whether they have exhausted other options such as reprogramming. The patient had not used the stimulation in a while. The patient noted that the implantable neurostimulator was not the right size. The patient felt that the implantable neurostimulator wasn't working. There was pain in the patient's back and the device needed to be taken out. This had been occurring since about a month after he got the implantable neurostimulator implanted in 2015. The patient had been taking hydrocodone for his pain. The patient doesn't have a remote or anything to check his device, but noted that he would be contacting the health care provider to have an appointment scheduled with a manufacturer representative.

Event description:
Additional information was received from the patient stating that they were referring to the battery in regards to thinking that the ins was not the right size, but it was stated as it had been corrected. The patient stated that they did not have a way to control remote, they had located the remote and needed assistance in adjusting. The patient wanted an appointment with manufacturer representative (rep) to adjust and explain stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.